Event description:
Customer reported that the t:slim x2 pump battery was not charging as expected, with the issue persisting despite changing charging supplies. The battery charged to 100%, but the charging process took longer than 30 minutes, causing concern for the customer. There was no adverse impact on the customer's blood glucose level. To resolve the issue, technical support sent a replacement charging cable and wall adapter via two-day shipping. When the problem reoccurred after using the new cable, the customer called back, and technical support decided to replace the pump. Customer was advised on steps to take upon receiving the replacement pump and instructed to return the problematic pump to tandem.